Event description:
This is being filed to report after the procedure, the clip detached from one leaflet and mitral regurgitation (mr) increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2021, a control echocardiogram was performed, which found that both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4. The physician is discussing options for the patient, no additional intervention performed at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) issue appears to be related to patient morphology/pathology. The patient effect of recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.